Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/13/2014 with the following findings: the pump was returned with moisture visible in the display lens. The pump did not power on and therefore had no audio or vibration. The pump history and black box data were unable to be downloaded. There was no damage found to the battery cap and its contact measurements were within specification. The battery compartment was cracked. The pump failed the leak test due to the battery compartment leak. The pump cover was removed and internal moisture was observed.